Event description:
Information was received that a patient's respiratory care team opened a "#7 (outer package)" smiths medical portex blue line ultra cuffed tracheostomy tube and required an emergent placement into the patient. After approximately 5-10 minutes in use, it was noticed that the tracheostomy (trach) had a "number six imprinted on it, and the inner package of the device said #6". The hospital care team (doctors were reported to the in the room as well) noted that the patient's vital signs appeared normal, but their "sat was 90-94%". Subsequently, the patient decannulated and their trach was replaced. It was stated the patient "tolerated well" and their saturation once the patient was back on a ventilator of an unknown brand was 99-100%. No additional adverse patient effects were reported.